Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable hemoglobin a1c results for an unknown number of patient samples. Only the following data was provided. (B)(6). No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service representative found the reagent probe was bent which caused incorrect reagent pipetting. Replacement of the probe resolved the issue.